Manufacturer narrative:
7/14/1998-supplemental report #1 sent to FDA.

Event description:
The device was used in an unspecified procedure. Reportedly, the device misfired. The hospital reported no patient injury occurred.